Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was updated with new software and one of the applications did not load. During interrogation of a device an error displayed. The software was reloaded. No patient complications have been reported as a result of this event.